Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory ua 41 (patient temperature sensor failure) message that could not be cleared. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed damages to the following: head restraint assembly, motor cover, restraint pin assembly. The battery partition cover was also observed to be missing. A definitive cause for the visual anomalies could not be determined based on the investigation. A review of the archive was performed and confirmed multiple occurrences of user advisory 41 (patient temperature sensor failure) messages. Functional testing was performed and the ua 41 message was also observed while the platform was performing compressions on a test fixture. Further inspection of the platform confirmed that a failed temperature sensor led to the observed ua 41 messages, however a definitive cause for the why the sensor failed could not be determined.